Event description:
It was reported via facility medwatch, that during a tips procedure the guide wire tip broke off inside the pt's hepatic vein. It was further reported that the pt was admitted on the date the tips procedure was performed. No resistance was documented during the procedure. No attempts to retrieve the detached tip were made and the detached tip was not secured against the vessel wall. The tip remains in the vessel. No additional pt complications have been noted. The pt was discharged on an unspecified date in "stable" condition. The pt continues to have followup care "for his underlying condition".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.